Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. A failure mode duplication could not be conducted at this time since the complaint states an interaction with a capio device which is a device from customer boston scientific and not from a teleflex plant. The device history review could not be conducted since the lot number was not provided. No corrective actions can be implemented and the customer complaint cannot be confirmed due to the lack of a product sample and batch number to perform a proper investigation and determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
During surgery the dart on the capio suture broke off and was ultimately noticed in the capio device. Another suture was opened and the procedure was completed. There was no patient injury.